Event description:
It was reported, that this whole system was explanted, due to infection and sepsis. No additional adverse patient effects were reported. The system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).